Event description:
Related to MFR report # 2183959-2012-03121. An apogee vaginal mesh was implanted to repair vaginal prolapse; the date was not provided. It was reported that the patient developed pelvic pain immediately after surgery that was unresponsive to high-dose narcotics and "isolated mesh lysis." Physical examination revealed a shortened vagina with palpable, painful, taught mesh arms without visible erosion. She underwent transvaginal excision of anterior and posterior vaginal mesh nine months after implantation. Three months after mesh excision, she reported urinary leakage, stress incontinence and an ureterovaginal fistula was diagnosed. The stress incontinence was treated with a "midurethral sling." Despite prolonged use of an ureteral stent, a persistent ureterovaginal fistula was noted ten weeks postoperatively, which was managed with a left ureteroneocystostomy. At her last follow-up, she was successfully being tapered off pain medication and reported no urinary leakage.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(6).